Event description:
It was reported that the patient had an implantable neurostimulator implanted and the stimulator "broke in back" after eight years. The reporter stated that there were four leads and two of them were still attached and two of them weren't. It was reported that stimulation was turned up and the patient didn't feel anything on one side, and the device was left "cranked up" and switched over to the other two leads which jolted the patient out of the chair. It was noted that the leads were broken. The reporter stated that the device "wasn't 100 percent" but it worked fine before it caused a lot of problems. It was reported that the patient fell a lot because, she couldn't feel her legs and the device had to be turned up "so high." The reporter stated that the problem was that the patient had to use such high current bilaterally that she was falling so much and had "both knees, both shoulders ripped out." It was unclear what this referred to. It was reported that the device still wasn't covering the pain. It was unclear if the device was explanted or remained implanted. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 7496-51 lot# serial# (B)(4), implanted: 1992 (B)(6), product type extension product ID: 3586 lot# serial# (B)(4), implanted: 1992 (B)(6), product type lead product ID: 7433 lot# serial# (B)(4), implanted: 1992 (B)(6), product type programmer, patient. (B)(4).